Event description:
The customer reported erroneous prostate-specific antigen (psa) results, for multiple patients, involving unicel dxi 600 access immunoassay system. Due to quality control (qc) failure, the customer re-tested psa patient samples back to the last acceptable quality control (qc) on the same day and subsequently reported eighteen (18) erroneously elevated patient results. There has been no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the inner sleeve (red) was worn when compared to a new wash manifold. The fse noted signs of wash buffer spill directly below the wash manifold. The fse replaced the wash collar manifold and increased vacuum to 200hg. The fse took proactive measures in cleaning in the area, the wash pump and the associated valve. The fse performed dispense and aspirate probe volume checks. The fse replaced the aspirate peristaltic pump tubing and flow rate verifications. General evaluation of wash arm and wash wheel function was performed. The fse relates the cause of the issue to low vacuum pressure (90-110 hg) at the aspirate probe wash collar manifold. The unit conformed to the manufacturer's published performance specifications. This medwatch report is related to MDR 2122870-2012-01303.